Manufacturer narrative:
The insulin pump alarmed prime alarm during prime test due to loose drive support disk. Missing end cap sticker and scratched display window noted during visual inspection.

Event description:
It was reported that the customer had issues during prime/rewind. Troubleshooting was performed, and the insulin pump alarmed. It was stated that the drive support cap was loose, and the label sticker was missing. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.